Event description:
After being given the case IV heat/pain test, the pt experienced a second degree burn (red skin, small ulcer) on the site where the thermal stimulator was attached. Treatment consisted of flammazine daily under a bandage.